Event description:
One endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the distal lcx. At 1 month, 6 month, 1 year and 1.5 year follow-up's pt was asymptomatic / free of symptoms. At 2 year follow up, pt's current cardiac status was stable angina. It is reported that the pt suffered an mi 5 days post 2 year follow up. It was reported that the pt experienced chest pain after exertion. Pt was diagnosed with acute non stemi. He was restarted on plavix and hospitalized for 1 night. Investigator indicated that event was not related to the target lesion.

Manufacturer narrative:
(B) (4). Results: (myocardial infarction).